Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during cataract surgery with intraocular lens (iol) implantation, all three iols displayed a tear on the peripheral edge. The patient had to have two lenses explanted in an initial procedure, as the surgeon was not happy with the integrity of the lens and even though the third lens also showed an imperfection the surgeon felt that it would negatively impact the visual outcome for the patient so decided to complete the surgical procedure. Different injectors were utilized for all three lenses being implanted with the same result. Two of the three surgical cases utilized a company d cartridge for lens loading and a company c cartridge was utilized for one case with the same outcome.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used company cartridges were not returned for evaluation. Six unopened company cartridges were returned for same lot as compliant product. One of the unopened company cartridge samples was randomly pulled for evaluation. The cartridge was functionally tested per the instructions for use (IFU) using a qualified company iii blue handpiece, company, 27.0 diopter lens and company viscoelastic. The cartridge was filled with viscoelastic per the directions for use (dfu). The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. The company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause cannot be determined for the reported complaint of ¿tear on the peripheral edge of the lens. The used company cartridge was not returned for evaluation. A root cause determination cannot be made without physical evaluation of the sample. One of the unopened company cartridges returned for the reported lot was evaluated. No damage or abnormalities were observed. Functional and dye stain testing was conducted with the unopened sample with acceptable results. No lens or cartridge damage was observed after the functional testing. Topcoat dye stain testing was conducted with acceptable results. Information was provided the all the associated iols were for the same patient, same eye. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information is received. The handpiece IFU instructs: important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.